Manufacturer narrative:
(B)(4) date sent: 1/5/2022 d4: batch # u5ch20 investigation summary a photo along with the device was returned for evaluation. This is an analysis of one photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a portion of reload inside of a plastic bag. However, the condition of the reload cannot be assessed. Based on the photo the event described cannot be confirmed, however no conclusion or root cause could be determined. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60b reload was received with no apparent damage and partially fired 1/16. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: this is an analysis of one photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a portion of reload inside of a plastic bag. However, the condition of the reload cannot be assessed. Based on the photo the event described cannot be confirmed, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the right upper lobe resection, noted the cartridge was deformed, could not install it. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.